Event description:
It was reported that a user was unable to connect a dexcom g6 sensor to the ilet, where entering the sensor code repeatedly returned to the start sensor screen and pairing to the ilet failed until the device was restarted, after which the system progressed to searching for the transmitter. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education, including instructing a device restart. Investigation of this case revealed that the issue was a pairing failure between the cgm and the ilet that resolved after a device restart, consistent with a transient connectivity or software initialization issue with the cgm communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and software-related communication behavior that is addressed by a restart.